Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The guidewire used with the lead was not returned and therefore could not be analyzed. Visual inspection of the lead was found blood and dried contrast on the distal conductor at the lead distal end, and no distortion of the conductor was observed. Medtronic guidewire model gwr419688 was used to perform insertion test. By back loading and front loading, the guidewire was stopped at the same area at the lead distal end. Destructive analysis was performed and found dried blood and dried contrast prevented guidewire to pass the lead distal end. It is possible that dried blood and dried contrast in the distal end may have caused or contributed to the insertion difficulty experienced during the implant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: 694765 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2010. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead exhibited non-capture and an increase in impedance to a level that was described as high. The lead was reported to have possibly fractured. The lead was capped. A new lv lead was attempted but not implanted because the guidewire would not advance through the lead lumen. The lead was removed and a different lead was used to complete the replacement. No patient complications have been reported as a result of this event.